Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Because the batteries were not returned, engineering cannot confirm if a battery placed in the pump leaked. Additional testing supports that the misplacement of a battery can cause battery leakage

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report her purely yours breast pump will not power on with the ac adapter so she installed 6 aa batteries into the battery compartment to use the pump on battery power. Customer noted 2 batteries began leaking dark grey battery acid from the pump base. Customer reports no injury or property damage from this reported event.